Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted and replaced. It was also reported that the lead exhibited noise on stored electrograms.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured. This situation resulted in high pacing and shock impedance measurements and also likely contributed to the noisy signals. Therapy was not available at explant. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited out of range shock lead impedances along with out of range left ventricular (lv) pacing impedances. The problem was isolated to the right ventricular (rv) ring and when the lv lead was programmed to unipolar the impedances were normal. It was reported that the rv pace impedances were normal and there was no noise. Additionally it was reported that the impedance trending was not as expected. No adverse patient effects were reported. The patient was to undergo a system revision procedure in the near future. Reprogramming of the shock vectors did not make any difference in the shock impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.